Event description:
It was reported that during central processing, the force bipolar instrument tip had shifted, and it was not closing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of misaligned grips to be related to the customer reported complaint. The force bipolar instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 0.256¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.